Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the left ventricular (lv) lead slipped back into main coronary sinus (cs). The lead was capped and replaced. It was also reported that the device had reached battery depletion early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 419678 implantable pacing lead, implanted: (B)(6) 2011; product ID: 694758 implantable tachy lead impl anted: (B)(6) 2011; 5076-45 implantable pacing lead implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.